Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient's wife was assisting the patient in putting the lifevest on after bathing when he lost consciousness. Review of the patient's download data revealed that earlier on the day of passing, the patient's rhythm was sinus rhythm at 75 to 100 bpm from 18:42:20 and 21:24:14 on (B)(6) 2020. The lifevest was shut down at 21:24:22. The lifevest was restarted at 22:06:51. Review of the patient's ECG recordings revealed that when the device was restarted, the patient's rhythm was ventricular fibrillation (vf) with CPR and motion artifact. The patient's rhythm remained vf until the electrode belt was disconnected at 22:17:35. The lifevest properly detected the vf, however CPR and and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. It was reported that the patient's wife called ems. Ems attempted to resuscitate the patient without success. There is no indication that a device malfunction caused or contributed to the patient's passing.